Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to faulty force sensor resistor, corroded motor home switch and the display was faded due to corroded electronic assemblies. The insulin pump was monitored and no blank display anomalies or frozen display noted. The keypad connector and keypad traces were inspected and no anomalies noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, reservoir tube and lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage, frozen display and blank display. Customer's blood glucose at time of incident was 234 mg/dl. Customer stated that there is crack on the screen. Customer stated that there was frozen display after installing a new battery. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.